Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital (B)(6).

Event description:
It was reported that a catheter issue occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad), an opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During test assembly, the catheter was identified, and the catheter was leaking liquid when flushing. It was also noted that the air could not be primed. The procedure was completed using with another of same device and the patient`s condition following the procedure was stable.